Event description:
The reporter stated that the patient's blood glucose elevated to 20 mmol/l with nausea. The reporter stated that the patient noted a crack in the pump casing and since the pump powered off three times. Customer support advised the reporter not to use a pump with cracked casing. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the crack in the battery compartment was noted prior to the pump rebooting. The user guide instructs the user that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: one reboot was observed in the pump black box history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no damage to the battery compartment or cap. The battery cap attached to the pump and the pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power issues were observed during testing. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the audible alarms were not functioning; the pump's audio piezo element was found to be bad. This issue is not likely to cause an adverse event because the vibratory alarm system still functioned and the pump could still alert the user of an issue.